Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had ¿been going through hell because of the pump¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump. It was reported that the patient had gone through withdrawal once in the past when his pump alarmed. It was stated that it was an "ugly, ugly" situation where he had to go to the hospital with a police escort. This event occurred "probably within the last 10 years". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient's pump had been alarming for 48 hours.